Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient product ID neu_recharger_acc, serial# unknown; product type recharger (B)(4).

Event description:
It was reported that the doctor thought the patient had an infection that started from a revision. Refer to manufacturer report # 3004209178-2014-15707 for the revision. It was very sore to touch the patient¿s pocket. The patient complained of soreness at the site when he charged. It was very painful. All the stitches were removed, but the patient had a little bit of pus coming out. It was the soreness that was ¿weird.¿ they went to put the charge on and it was very painful. The patient squirmed. The patient said, ¿no, can¿t deal with that right now,¿ because, the patient was going away and would do it when they came back. On (B)(6), the patient was stuck in new york and could not get it explanted. The patient had an appointment wednesday and if they felt it was infected, they would explant everything. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer report # 3004209178-2014-15707 for the revision.

Event description:
Additional information received reported that the patient cancelled his follow-up appointment and so the infection was not confirmed by the physician. The patient was prescribed three different antibiotics on 2015-(B)(6). The patient stated he felt better. The incision site looked better and was no longer painful. Refer to manufacturer report # 3004209178-2014-15707 for the revision.